Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Video review: returned video shows procedure of an intraocular lens (iol) implantation with company preloaded device. The video lighting is quite dark. The device is shown, serial number is observed. The nozzle ovd fill is shown, ovd is observed to be filled to nozzle entry area. The device leaves the camera view. The nozzle returns to camera view. The plunger advances and the iol and ovd can be seen moving forward, the ovd is observed to only be filled to nozzle entry. As the plunger further advances and the iol passes the mid nozzle, the ovd is observed advancing past from nozzle entry throughout the remaining nozzle and then flowing out of the nozzle tip. The iol condition cannot be confirmed due to the quality of the returned video. The nozzle tip is inserted into the wound, and the iol is delivered into the eye. One haptic slowly unfolds, the other haptic remains in a folded position on the optic. A surgical tool enters the eye and is used to successfully release the haptic from the optic. The iol is then cut almost in half and is removed from the eye. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, when the iol was being inserted the lens was broken and removed. The iol was removed during initial procedure. The surgery was completed by using another lens of same model. There was no patient harm.

Event description:
Additional information has been requested and received stating that the iol was inserted into the eye in an unusual configuration and would not open. The iol had to be cut and removed.

Manufacturer narrative:
Correction: on initial MDR the product code of a0502 was an error. It should have been a040604 and a140504 on the original MDR. The product was returned for analysis. The iol was cut in two. The device was received loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned outside of the device. Solution is dried on the iol, the optic is cut in two. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Video review: returned video shows procedure of an intraocular lens (iol) implantation with company device. The video lighting is quite dark. The device is shown, serial number is observed. The nozzle ovd fill is shown, ovd is observed to be filled to nozzle entry area. The device leaves the camera view. The nozzle returns to camera view. The plunger advances and the iol and ovd can be seen moving forward, the ovd is observed to only be filled to nozzle entry. As the plunger further advances and the iol passes the mid nozzle, the ovd is observed advancing past from nozzle entry throughout the remaining nozzle and then flowing out of the nozzle tip. The iol condition cannot be confirmed due to the quality of the returned video. The nozzle tip is inserted into the wound, and the iol is delivered into the eye. One haptic slowly unfolds, the other haptic remains in a folded position on the optic. A surgical tool enters the eye and is used to successfully release the haptic from the optic. The iol is then cut almost in half and is removed from the eye. The complainant indicates the use of healon-v as a viscoelastic which is not qualified for use with the associated product. The root cause for the reported complaint could not be determined. Precise adherence to the device preparation and iol implementation, precautions, and directions for use sections in the [company iol with the company automated pre-loaded delivery system product information] document is critical for optimal iol delivery, avoiding potential damage to the iol, cartridge, or both. Although the root cause of the reported event remains undetermined, this document identifies several factors that, individually or combined, could potentially contribute to an outcome similar to the reported event. These factors include, but are not limited to: ¿ improper ovd use: the cartridge should be filled with a qualified ovd product until visible in nozzle tip. Insufficient ovd volume and/or use of a non-qualified ovd may lead to inadequate coverage of the iol and cartridge lumen potentially causing iol folding/unfolding issues, iol damage, and/or cartridge damage during lens delivery. ¿ incorrect ovd temperature: ensure both the device and the qualified ovd reach operating room temperatures (between 18 °c (64 °f) and 23 °c (73 °f)) by equilibrating for 30 and 20 minutes respectively. Colder temperatures can increase the ovd viscosity, creating greater resistance during iol delivery. Warmer temperatures may cause the iol to become more pliable, affecting proper haptic folding during insertion and unfolding after delivery. ¿ excessive dwell time: implant the lens within one minute of reaching the designated pause location on the cartridge nozzle. Leaving the iol in that location for more than one minute can increase the risk of iol folding/unfolding issues, iol damage, and/or cartridge damage during lens delivery. For complete product use information, including additional factors that could influence optimal iol delivery outcome, refer to the product information document referenced above. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).